Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the unit showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Health care provider stated that patient was hospitalized for high blood glucose with ketones. Patient's blood glucose was at 340 mg/dl at the time of hospitalization. Patient tried to treat glucose with the device and with manual injection prior to hospitalization. Caller also stated patient was hospitalized in january for high blood glucose. Nothing further was reported.

Event description:
Physician reported hospitalization due to diabetes ketoacidosis. The insulin pump was alarming no delivery. Nothing further reported.